Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 400 mg/dl. Customer ran out of supplies and is also pregnant. Customer advised they gave themselves manual injections as a result of running out of supplies. Customer was upset and did not want to remain on the line.